Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module and sensor board were replaced to address the issues.